Event description:
The patient had the ligament augumentation device (lad) implanted three years ago for the anterior cruciate ligament (acl) reconstruction of his left knee. He wears a knee brace. In july, 1992, he developed increasing pain and swelling in the knee. Examination showed a tense effusion with popiteal fullness. There was no warmth nor evidence of infection. Arthroscopy revealed gross disruption with fraying of the lad prosthesis. The lateral meniscus had a longitudinal tear. In the elective surgical procedure, a partial menisectomy and an acl reconstruction were performed on the left knee. The failed lad prosthesis was replaced with another. There was no complications reportedinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.